Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient was extremely oozy upon opening of chest. Patient taken off bypass and impella flows increased. The patient continued to bleed and required 2 units of packed red blood cells, 2 units of platelets, 2 cryp, and kcentra. Bleeding eventually slowed and chest closed.